Manufacturer narrative:
Additional information was received that there will be no further course of action at this time.

Event description:
A report was received that the patient was experiencing inadequate stimulation. A system check revealed high impedances. The patient underwent a revision procedure and the physician noted that the leads were fractured. The physician chose to leave the fractured leads implanted, and replace the ipg due to physician preference. The physician did not suspect ipg malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the leads of the patient were not working.

Event description:
A report was received that the patient was experiencing inadequate stimulation. A system check revealed high impedances. The patient underwent a revision procedure and the physician noted that the leads were fractured. The physician chose to leave the fractured leads implanted, and replace the ipg due to physician preference. The physician did not suspect ipg malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
(B)(4). Concomitant medical products: model #: sc-2317-70, serial #: (B)(4), description: infinion cx 70 cm lead.

Event description:
A report was received that the patient was experiencing inadequate stimulation. A system check revealed high impedances. The patient underwent a revision procedure and the physician noted that the leads were fractured. The physician chose to leave the fractured leads implanted, and replace the ipg due to physician preference. The physician did not suspect ipg malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient will undergo an explant procedure.

Event description:
A report was received that the patient was experiencing inadequate stimulation. A system check revealed high impedances. The patient underwent a revision procedure and the physician noted that the leads were fractured. The physician chose to leave the fractured leads implanted, and replace the ipg due to physician preference. The physician did not suspect ipg malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
It is indicated that the leads will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the manufacturing documentation for the leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing inadequate stimulation. A system check revealed high impedances. The patient underwent a revision procedure and the physician noted that the leads were fractured. The physician chose to leave the fractured leads implanted, and replace the ipg due to physician preference. The physician did not suspect ipg malfunction. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure. It was noted that the patient no longer had pain and wanted the device to be removed. No device malfunction was suspected. The explanted devices were not returned to bsn as they were kept by the medical facility.

Event description:
A report was received that the patient was experiencing inadequate stimulation. A system check revealed high impedances. The patient underwent a revision procedure and the physician noted that the leads were fractured. The physician chose to leave the fractured leads implanted, and replace the ipg due to physician preference. The physician did not suspect ipg malfunction. The patient was doing well postoperatively.